Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional information: section e: "reporter address line 1" has been updated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02914. It was reported that during an implant surgery, the leads could not be implanted due to patient anatomy. As a result, the surgery was abandoned.